Event description:
It was reported patient underwent total knee procedure utilizing signature guides on (B)(6) 2012. While the surgeon was using the tibial signature guide, it was noticed to be sloping medial to lateral. The surgeon used the trials to free hand cut 2mm off the medial side to achieve the 90 degree angle to complete the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device by product supplier found evidence the tibia guide didn't meet specifications due to under-segmentation of the medial plateau cartilage.